Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.

Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date. Subsequently, information indicates a need for a revision procedure. No revision procedure has been reported.